Event description:
The following information was provided by the initial reporter: mold seen inside syringe from clinical staff.

Manufacturer narrative:
G.4. Applicable 510k numbers are k182589;k980987. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.